Event description:
The clinic reported an autotest failure. Gambro technical services (gts) diagnosed a leak from between the two housing halves of pressure relief valve #3 (prv3). The housing halves were tightened to correct the condition. No pt involvement was reported.